Event description:
Customer reported the insulin pump alarmed button error during a bolus. Customer's blood glucose level was 252 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.